Event description:
During left eye cataract surgery, the phaco machine failed. After trouble shooting the machine, surgery was resumed with no complications. Pt has been seen in follow-up by surgeon. There have been no complications and the surgery had a good result. The pt also had a lens implant during this surgery.